Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a review of the data in this device identified some signs of a potential random memory upset. Device performance is currently stable and close monitoring via remote interrogation will be performed. No adverse patient effects were reported. It was reported that this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a review of the data in this device identified some signs of a potential random memory upset. Device performance is currently stable and close monitoring via remote interrogation will be performed. No adverse patient effects were reported.